Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. The returned s-ICD was analyzed and an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Having met the engineering longevity prediction, functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion. This product is part of the emblem accelerated battery depletion advisory population. However, this device did not exhibit the advisory behavior.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted and replaced due to suspected premature battery depletion. No additional adverse patient effects were reported due to the device replacement procedure. The explanted device was expected to be retuned for analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was explanted and replaced due to suspected premature battery depletion. No additional adverse patient effects were reported due to the device replacement procedure. The explanted device was expected to be retuned for analysis.